Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system became unresponsive and the system would not power down when prompted by the user. Restarting the imaging system by removing the front cover and restarting the viewing station of the imaging system computer resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.